Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 598 mg/dl. The customer experienced symptoms such as nausea, vomiting ,rapid heart rate and dizziness. The customer was treated with intravenous fluid or insulin drip. The device will not be returned for analysis.